Manufacturer narrative:
(B)(4). A photograph of the affected device was provided for evaluation. The photographic evidence verified the reported condition. A crack was observed at the lower portion of the housing. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was found in the housing of a small volume intermate. This was observed after compounding with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.